Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter tilt, migration, and difficult to remove, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to heart, tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter tilt, migration, and difficult to remove, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to heart, tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated to heart, and struts perforated into organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. After deployment, the filter was obliquely oriented in the inferior vena cava. Two of the legs were situated too high. Then through the right internal jugular vein access it was tried to snare the top of the filter but could not snared it due to it was been up against the wall. When tried to snare the inferior vena cava through right groin, it could be snared, but unable to get it to be moved. Attempts at removing the initial obliquely oriented filter were unsuccessful. At this point, aborted the removal procedure or repositioning of the existing filter. Then a new filter was placed in the center of the inferior vena cava, just below the original filter. After one year and two months patient presented with back pain and sharp right- sided flank pain, so filter retrieval was scheduled. Access was gained via both right jugular vein and femoral vein. Cavogram demonstrated a deeply imbedded filter hook in the inferior vena cava wall with two struts outside the inferior vena cava. Then proceeded to attempt to dislodge the imbedded hook of the superior inferior vena cava filter as the patient does have two inferior vena cava filters, the superior one was severely malpositioned. Multiple attempts were made; however, it was unsuccessful. After three months and four days retrieval attempts were made. Vena cavography was revealed the more proximal one almost been completely transverse in orientation. The distal filter tried to remove with a snare alone, but it was unsuccessful. With gentle rotation and extraction, the filter was brought into the 16-french sheath and then subsequently withdrawn. Then several attempts made in similar fashion to remove the more proximal and transverse located filter. A combination of snares, glide wires and the use of endobronchial forceps all were unsuccessful in dislodging the stent. Then elected one attempt removal of the filter from below. A second sheath was placed in the right femoral artery following direct puncture to dislodge the filter, but again, had a portion of the filter brought into the larger sheath. Once again, biopsy forceps were advanced and with that, it was able to grab the main body of the device and successfully withdraw it. Therefore, the investigation is confirmed for filter positioning issue, perforation of the inferior vena cava, filter malposition and retrieval difficulties. However, the investigation is inconclusive filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2016)